Manufacturer narrative:
The device is used for treatment, not diagnosis, additional device info: lot number undetermined. Investigation could not be completed; no conclusion could be drawn ,as no device was returned nor was a device lot number provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint reports a patient was treated for right parasymphysis fracture and a left subcondylar fracture. The fracture on the right side was treated with 2.0 tension band on the superior border and a 2.0 locking plate on the inferior border. Post surgery a CT scan revealed that the fracture was not properly reduced. A revision was performed on (B)(6) 2014 and the original hardware was explanted. This reported event is for one 2.4mm ti emergency screw 6mm, the lot number is unknown. This is report 2 of 11 for (B)(4).